Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for two (2) tests, both performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Confirmation testing via unknown test was performed at an urgent care on an unknown sample type and generated a positive result. The consumer stated that her daughter was symptomatic at the time of testing, however, she did not specify what symptoms were being exhibited. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218038 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 218038 and device part number 195-430h / lot 215343. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218038 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4: expiration date. H3 other text : single use; device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test for two (2) tests, both performed on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Confirmation testing via unknown test was performed at an urgent care on an unknown sample type and generated a positive result. The consumer stated that her daughter was symptomatic at the time of testing, however, she did not specify what symptoms were being exhibited. No additional patient information, including treatment and outcome, was provided.